Manufacturer narrative:
This report is for a tibial nail part and lot number unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was removed and replaced due to non-union. This report is for a tibial nail part and lot number unknown this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was completed successfully. There was no reported delay in the procedure and no additional medical intervention necessary. There was no reported issue with the product that was removed.